Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported failing volume was reproduced. The device was tested for flow accuracy and under delivered with -6.865. A review of the history log revealed no abnormalities that could cause or contribute to the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel out of adjustment. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed volume test, tested the volume 2 times both times device failed then replaced IV tubing but device continued to fail (17.6ml, 18.4ml) during testing in the biomedical service department. There was no patient involvement. No additional information is available.